Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verified the unit shut down issue. Fse checked batteries were fully charged and power supply fan operational ok. Fse troubleshot to defective solenoid driver board. He replaced the solenoid driver board. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) runs for 10 minutes and then shutdown while in use on patient. No patient injury or harm reported. No adverse event reported.